Event description:
It was reported during a right heart cath procedure, the tip of the catheter detached and migrated to the pulmonary valve the physician was not tracking the catheter over a guidewire. A guidewire was inserted to retreive the catheter tip. The tip was retreived and there was no consequence to the pt. The hosp was also complaining of kinking issues with the sypglass product line. Images of the case will be sent for review. It should be noted the remaining spyglass product line was thrown out.